Event description:
Male with history of hypertension, heart disease with heart failure, hypercholesterolemia, hypertrophic cardiomyopathy. Patient with a dual chamber biotronik ICD. Approximately 2 months ago, the patient received 7 inappropriate device discharges secondary to lead noise from right ventricular lead fracture. At that time therapies from his device were disabled and it was recommended to proceed with scheduled laser lead extraction.